Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent bent/kinked.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the device was bent/kinked. The procedure was completed using the original stent. There were no patient complications reported due to this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent bent/kinked block h11: an advanix pancreatic delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the pull wire dislodged out of the push catheter and was also kinked. The push catheter was also kinked and torn. No other problems were noted to the delivery system. The reported event of stent kinked cannot be confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It may be that the tortuosity encountered during the procedure, the force applied and/or the technique used by the physician when the device was advanced through the scope and the anatomy, limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the device was bent/kinked. The procedure was completed using the original stent. There were no patient complications reported due to this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.